Event description:
The incident was reported as: the stapler is blocked. No pt injury reported.

Manufacturer narrative:
The device is not available for eval. The results of the investigation are not available at the time of this report.